Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported by the field service engineer that upon startup of the automated impella controller, the screen showed an alarm failure of "system self-check failed/change console immediately". There was no patient involvement since the reported observation was found during preventive maintenance.